Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the clinical sales manager (csm) contacted a technical support engineer (tse) and reported that errors were repeatedly encountered on universal surgical manipulator (usm2). The tse verified multiple armnet 2 errors and guided the csm through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The system powered back up with the issue persisting. The error was anticipated to continue and the csm was advised by the tse to use usm4 if the errors persisted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue but found errors in the system logs. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported fault codes were confirmed but not replicated. In the system logs, errors 25730, 23098, 32115, 23065, and 32097 were found, confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight cables, chipencoder virtual absolute (cva) and hall sensors were inspected, but no faults could be identified. The complaint was confirmed based on field evaluation but not replicated by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to intermittent communication and control signal anomalies within usm2 as indicated by multiple system log errors.

Event description:
Refer to h11 for follow-up information.